Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). The device was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified unspecified artery. A 28 x 2.50 promus premier¿ stent was advanced to treat the lesion; however the stent was unable to cross. The physician made another attempt to cross the lesion using a non bsc extension guide catheter but it was unsuccessful. The stent came in contact with the entrance of the extension guide catheter and the stent became lifted. The procedure was completed with a different size promus premier stent. No patient complications were reported and the patient's status was good.